Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. In addition, the battery gauge jumped from 70% to 5% then up to 35%. The battery gauge later jumped up to 100%. The customer's blood glucose level was 159 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.